Manufacturer narrative:
(B)(6). This report is for two (2) unknown 4.5mm cortex screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. 510k: unk as specific part number for cortex screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a procedure involving dynamic hip screw (dhs) system was done on (B)(6) 2017. The hardware has failed, however the surgeon stated it is not an implant issue; it is a patient related issue. Patient was being non-compliant and had pain post-operatively. The patient was revised on (B)(6) 2017 for dynamic hip screw removal and placement of a total hip. Two 4.5 cortex screws, one lag screw, one dhs plate, one compression screw, one cannulated screw were removed intact. Procedure was completed successfully and patient is reported as stable post operatively. Delay in surgery is unknown. This report is for two (2) unknown 4.5mm cortex screws. This is report 1 of 5 for complaint (B)(4).